Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.